Manufacturer narrative:
Date of event: exact date unknown, event occurred a year after being implanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 17919968.

Event description:
It was reported that the patient was experiencing more pain. The patient underwent an explant procedure. The explanted devices will not be returned. No further information could be obtained despite good faith efforts.